Manufacturer narrative:
Updated: g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including cad, hld, t2dm and ckd/hd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 4 months due to severe insufficiency and stenosis. The patient presented with acute on chronic heart failure and cardiogenic shock with impella. ECMO assisted tavr was performed with a 26mm 9750tfx valve and post dilation/fracture of surgical valve with 25mm true balloon. ECMO was weaned off, and the patient was transferred to the ICU in critical condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.